Event description:
Healthcare professional reported a xen®45 gts event described as "slider can't move well" during implantation in right eye. Surgery was completed with a back up xen® device. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.